Manufacturer narrative:
Insulin pump received with button error alarm due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the up button does not click. Customer also received a button error alarm. Customer's blood glucose reading at the time of the call was 160 mg/dl. No further information reported.